Event description:
Occluded blunt needles preventing medication to be drawn up. Concern is that these blunt needles may have particulate matter that could potentially be injected into a patient's bloodstream.

Manufacturer narrative:
It is unknown if a sample is available for evaluation. A review of the device quality inspection reports revealed no indications of irregularities for the reported lot number 4072136. If a sample can be obtained, a supplemental report will be filed upon completion of the investigation.